Event description:
It was reported that the patient presented follow up. An interrogation of revealed multiple episodes of non-sustained right ventricular over-sensing (nsrvo). The nsrvo episodes were caused by over-sensed noise exhibited by the right ventricular lead. No interventions were made. The patient was asymptomatic.